Event description:
The customer reported that while the unit was in use on a pt, the unit had an iab catheter leak alarm while a third party intra-aortic balloon was being used. The balloon was replaced with a co intra-aortic balloon, but the alarms continued. The pt was switched to another unit and therapy was continued. No pt injury was reported.